Event description:
It was reported that this left bundle branch (lbb) lead was part of the allegation of an infection and erosion. Reportedly, the patient had a hard lump on the pocket site and a sore shoulder. The caller informed that there was no redness, swelling, or pain at the lump. The boston scientific technical services consultant referred the patient to the clinician. No additional adverse patient effects were reported. The lbb lead remains in service.